Event description:
It was reported that these products did not pass the inspection for (B)(4).

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the investigation. This is the same event as stryker reference number (B)(4).